Event description:
It was reported the sys had a loss of x-ray functionality, thus making the sys unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The power supply was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.